Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx1188 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pt had PICC inserted (B)(6). On (B)(6) PICC tight to flush and unable to aspirate blood. PICC flushed easily when arm repositioned. Removed (B)(6). New PICC reinserted (B)(6).